Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that in central processing, it was noted that one of the cables was damaged on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.